Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site by the customer's biomed technician per zoll service technician guidance. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the initial functional testing. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed and was placed back into service. All service records will be retained by the customer. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, after 2 days of ivtm therapy, during patient rewarming, the saline bag was noted almost empty and the thermogard xp ivtm system generated mid: 09 (air trap assembly) error due to start- up kit (suk) leak. The fluid was observed in air trap holder and under the console. The customer was advised to use the alternative therapy while another thermogard console was prepared with the new suk. No consequences or impact to patient was reported.